Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose was 93mg/dl at the time of the incident. The customer reported leak at reservoir barrel. Reservoir leaked at snap cap. The reservoir will be returned for analysis.